Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was the patient's thin skin and misunderstanding of the instructions on how to resume their blood thinners. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2026 and was left on at 1.0ma. On (B)(6) 2026, the patient experienced excessive bleeding from their neck incision, and an additional stitch was placed. The patient's neck incision opened again on (B)(6) 2026, and the patient presented to the emergency room, no additional intervention for the bleeding was performed, and the patient was not admitted. Barostim therapy was deactivated on (B)(6) 2026. In the opinion of the physician, the bleeding and wound opening were caused by the patient's thin skin and misunderstanding of the instructions on how to resume their blood thinners. A follow-up occurred on (B)(6) 2026, and barostim was reactivated at 1.0ma as the patient had been short of breath since barostim had been deactivated. A follow-up was scheduled for (B)(6) 2026.